Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed. However, there was a tear in the shaft. The reported difficult to remove the protective sheath was not tested due to the sheath being returned removed from the balloon. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for difficult to remove the protective sheath or balloon rupture reported from this lot. It should be noted that nc trek rx instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was treating a mildly tortuous, moderately calcified, de novo lesion in the distal circumflex coronary artery. During post-dilatation with the 3.5x15mm nc trek balloon dilatation catheter, the balloon ruptured at 16 atmospheres during the first inflation. It was noted that there was resistance felt during removal of the protective sheath. It was also noted that the device was not soaked prior to use. Post-dilatation was completed with another balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.